Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
While a patient was early on vv ecls support, the delta p doubled and then continued to move up and up with the pint being the only pressure that was going up and creating the increase in delta p. Patient went from 20 to 40 and then 60 and the facility switched out the hls set. After the hls was drained, no evidence of a clot was found. Hls beq-015703112, lot: 70127236. Cardiohelp s/n: (B)(4). Complaint ID: (B)(4).

Event description:
Complaint ID: 267437.

Manufacturer narrative:
The hls module was investigated in the laboratory on 2020-01-10. Results of the investigation: no clots were detected in the oxygenator. The hls set was connected to a cardiohelp and no abnormalities were noticed. The disposable worked according to its specifications. Thus no root cause could be detected as there was no malfunction. The failure could not be confirmed. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.